Event description:
Right hip revision for pseudo tumor, hypercobaltemia, and proximal aortic dissection. Head and insert revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding allergy/reaction involving a 32mm std v40 taper vit head was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review concluded: a multitude of problems may be masked behind the term ¿pseudotumor formation¿ ranging from indeed related to excessive metal ion release from one of the arthroplasty components such as for instance taper corrosion on the modular connection between the accolade stem and the v40 cochr head although even such does not have substantial proof as based upon current information. Because adverse conditions as observed in this case are more often caused by procedure-related factors, the relationship of the revision indication with device-related aspects of any of the components is far away but may have also been caused by procedure-related factors, possibly with secondary patient-related factors further contributing to the overload problem. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed to fully investigate the event.

Event description:
Right hip revision for pseudo tumor, hypercobaltemia, and proximal aortic dissection. Head and insert revised.